Event description:
It was reported that an alert for low battery via a review of remote transmission was on the insertable cardiac monitor (icm). The icm will be monitored. The patient was in stable condition with no adverse events.